Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose and had received a pump error alarm. The customer¿s blood glucose level was 400 mg/dl. The customer states alarm did not occur during the rewind or prime sequence. Assisted customer in performing a self-test. And the test did pass. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty connector. Unable to confirm external flash crc error alarm, reset settings anomaly or perform the self test, displacement test and operating currents measurement due to blank display anomaly. Device had cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.